Event description:
It was reported the ncircle tipless stone extractor broken during an unspecified procedure. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
E1: title: operating room product coordinator. G4: PMA/510(k) #: exempt. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected information: b5 - information was known prior to submission of our initial report, but inadvertently not included, h6: health effect - clinical code (annex e), health effect - impact code (annex f), and component code (annex g). Investigation - evaluation: it was reported, during a flexible ureteroscopy and removal of renal calculi an ncircle tipless stone extractor broke. The device was tested prior to use. Another device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, specifications, device history record (DHR), the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned to cook for evaluation. The support sheath was observed to be broken, and the cannula was protruding from proximal end of the handle and was bent. The basket appeared to be inside the sheath and was unable to perform a function test due canula damage. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record for the reported complaint device lot revealed no discrepancies related to the reported failure mode. A review of complaint history records for the reported complaint device lot identified no other complaints associated with the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause of this event could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during a flexible ureteroscopy and removal of renal calculi an ncircle tipless stone extractor broke. A laser was used during the procedure but when the basket was being used. The device was tested prior to use. Another device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. No section of the device remained inside the patient¿s body.